Manufacturer narrative:
Correction: h6 device code. The reported event was not confirmed for the tibial component since the device was not returned for evaluation and no other evidences were provided. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan is not showing very clear signs of loosening. There is neither a lot of radiolucence, nor are there cysts visible in the tibia and the talus. The surgeon describes loosening for the tibia and also some pain even after gutter debridement. The talar component is laterally protruding the bony substance of the talus a little, which is described as overstuffing by the hcp. If there was loosening (might be seen clearer with x-ray), it is potentially patient related. The selection of the implants, however, falls under the therapy and a wrong size or positioning would be regarded as procedure related. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery. The surgeon reported intent to revise both the tibia and talus, planning for tibia to inbone and talus to invision. If that combination is not possible, the surgeon indicated that invision could be used for both components. Reason for failure is unknown; however, the patient is experiencing start-up pain and signs of loosening of the tibial implant. The talus is also described as overstuffed, and the patient continues to report persistent pain following a prior lateral gutter debridement.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery. The surgeon reported intent to revise both the tibia and talus, planning for tibia to inbone and talus to invision. If that combination is not possible, the surgeon indicated that invision could be used for both components. Reason for failure is unknown; however, the patient is experiencing start-up pain and signs of loosening of the tibial implant. The talus is also described as overstuffed, and the patient continues to report persistent pain following a prior lateral gutter debridement.